Manufacturer narrative:
Additional information 1 device was not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event in which the device reportedly experienced an irrigation issue that could lead to overheating and overheated. - 1 event had patient involvement; no patient impact.

Event description:
This report summarizes 1 malfunction event in which the device reportedly experienced an irrigation issue that could lead to overheating and overheated. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received. Additional information: 1 device was not labeled for single-use. 1 device was reprocessed or reused.